Event description:
It was reported that this right atrial (ra) lead exhibited an unspecified defect during the implant procedure, and was subsequently exchanged to resolve the event. Unfortunately, the physician was unable to be contacted regarding this event, and thus the specific allegations against this lead were not provided. It was stated that this ra lead was lost following the attempted implant procedure, and thus would not be returned for evaluation. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited an unspecified defect during the implant procedure, and was subsequently exchanged to resolve the event. Information has been requested regarding the specific allegations against this lead, but a response has not yet been received. It was stated that this ra lead was lost following the attempted implant procedure, and thus would not be returned for evaluation. No adverse patient effects were reported.